Manufacturer narrative:
Continuation of d10: section d information references the main component of the system. Other relevant device(s) are: product ID: 9735795, h3, h6: multiple fdd/annex a codes were reported. A0902 was coded for screen was black displaying 'no video detected'. A1102 was coded for displaying 'no video detected'. A23 was coded for system seemed to be turning itself on. The system was serviced in the field by a medtronic representative. No failures were found. The manufacturer representative (rep) could not replicate the issue when on site. Codes b01, c19, and d14 are applicable. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Medtronic received information regarding a navigation system being used outside of a procedure. It was reported that when going to move the system, the screen was black displaying 'no video detected' on the main cart. The site reported the systems are always plugged into wall power and the system seemed to be turning itself on. There was no patient involvement.